Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. H.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jan-07 additional information was received. The pt reported that the implanted neurostimulator (ins) was approximately 8 years old and they needed an MRI of their body, so they thought that would work before replacing the battery. The pt stated they don't know what was done with the ins after it was explanted. Then they discovered they could not get the MRI as the leads are in their spine and metal. The pt noted they have been waiting since may to have it put back in as they are working to find a surgeon to put in another ins. Patient weight was provided by the pt.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a healthcare provider. Regarding a patient, who was implanted with an implantable neurostimulator (ins). It was reported, that an implantable pulse generator (ipg) was removed, due to the system being described as "scs dying". The leads remained implanted "below the head". The patient required magnetic resonance imaging (MRI) of the brain and abdomen. The removal procedure was conducted, by a physician at a medical center. The resolution involved educating the customer and providing information. No patient complications have been reported, as a result of this event.